Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between august 15-19, 2024. H11: the actual device was not available. However, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic sample shows fluid inside the device¿s bladder which suggests an under-infusion may have occurred. Functional flow rate testing must be performed on the actual device in order to verify the accuracy of the alleged device; though, this is not possible due to the lack of a physical sample. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during patient infusion via a central venous access device (cvad). After 24 hours of infusion, approximately 40% of the medication remained in the bladder. Furthermore, the patient's cvad was difficult to flush, described as "line sluggish" and there was no blood flashback observed. The device contained flucloxacillin 8g and citrate buffer in 230 ml of 0.9% sodium chloride (nacl). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.